Event description:
The customer reported the system displayed intermittent communication failure error messages. This error messages is likely to prevent the system from booting to a usable state or result in a system lock up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All ps1 power supply cable and fuses were reseated and the fluoro functions board voltage was adjusted. The system was then found to be operating as intended.